Event description:
It was reported that an asymptomatic patient received bvvi notification via merlin.net. The patient was brought into the clinic for troubleshooting. A device download was successfully performed.

Manufacturer narrative:
(B)(4).